Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap detached from the device and one of the locking tabs broken off and not returned. The sleeve could not be pressure tested due to its condition. The obturator was not returned. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic procedure the device broke apart. Another device was used to complete the case. There was no pt injury. This report is being filed for the results upon investigation. Additional info was requested, but no additional info was provided. A follow-up report will be sent if additional info is received.